Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patient underwent a duraloc/long srom construct over 25 years ago on her right hip. The date and location is unknown. Her cup and stem are well fixed. Her xrays revealed advanced polycentric wear. She is being revised today to a new liner and new srom head primarily for polycentric wear. She was revised to a cemented in pinnacle liner in the duraloc cup - the primary reason to control version of the liner. Doi: over 25 years ago dor: (B)(6) 2018; right hip

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.